Event description:
It was reported that the customer had high blood glucose levels of 495mg/dl. Customer stated that the line on the insulin pump may have been twisted. The customer also stated that the sensor was stuck in the serter. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.